Manufacturer narrative:
Additional testing was planned for a later date. The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement in bipolar configuration, prior to a normal device change out procedure. In unipolar impedance measurements were acceptable. Testing via a pacing system analyzer (psa) revealed acceptable measurements in both unipolar and bipolar. When the lead was connected to the new device, again acceptable measurements were observed. No adverse patient effects were reported.

Event description:
Additional information was received indicating all lead diagnostics have been acceptable post the device change out procedure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating an invasive procedure was performed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.